Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer called to report inaccuracy of pump delivery of insulin. Customer will bolus and blood glucose remains high. Customer had tried to increase temporary basal rate to 200% and glucose remained high. Customer stated the only way she can get blood glucose to go down is by an injection of insulin. Blood glucose goes down after an injection, but soon goes back up all the while on pump. No adverse event was reported. A request was made for the return of the pump, adapter, infusion set and cartridge, replacement sent.